Manufacturer narrative:
Allergic reaction is a potential adverse event addressed in the product labeling. The coolsculpting user manual, under warnings, states that coolsculpting system use has not been studied in patients with known sensitivity to cold such as cold urticaria, raynaud¿s disease, or chilblains (pernio). The event was reviewed by abbvie medical safety physicians. Based on the information provided, the patient alleged response of rash to treatment area post cs treatment that has spread despite treatment is most likely consistent with a hypersensitivity/allergic reaction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen and upper arms on (B)(6) 2025 using the curve 150, curve 240, and flat 125 and may have presented with allergic reaction. The provider reported as hives to the abdomen, arms, knees, and hands. The provider recommended topical hc1% and benadryl. When rash started to improve in treatment areas, it also started to spread. The provider recommended benadryl oral at night and zyrtec during day with hc1% every 3 hours. Then added in topical benadryl as well 10 minutes after hc1% followed up with cereve as barrier cream. When continued to spread, started medrol on (B)(6) 2025.